Event description:
It was reported that the patient presented to the cath lab with moderate to severe mid right coronary artery disease and a moderately tortuous vessel. After predilatation was performed, a non-abbott stent was placed distally, which caused a small dissection. A non-abbott stent was also placed more proximally, followed by another non-abbott stent. Intravascular ultrasound was performed. An attempt was then made to go more distally with a 4.0x18 mm vision; however, resistance was felt while trying to go through the already deployed stents which resulted in a stent dislodgement. The dislodged stent was able to be retrieved successfully using a snare device and the procedure was ended. The patient is reported to be well post procedure. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 4.0x32 mm ion, 4.5x12 mm veriflex, 3.5x16 mm ion. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents; and is typically not associated with a product quality deficiency. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. To ensure this type of event is not the result of a product deficiency, all stent delivery systems (sds) are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported that an attempt was made to advance/cross three previously deployed stents, which most likely contributed to the reported failure to advance/cross the lesion and subsequent stent dislodgement. It should be noted that the multi-link vision instructions for use states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. The reported use error likely contributed to the reported incident and not a product quality deficiency. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for stent retention issues for this lot. Based on the reported information and the investigation, the reported difficulties appear to be related to circumstances of the procedure and the reported use error. There is no indication of a product quality deficiency.